Event description:
The customer reported that the wanted to buy a battery/ bad battery. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The symptom was clarified as the device failed to power up. The customer localized the issue to the battery. The customer was given a quotation for replacing the battery. No further communication was requested and none is warranted. This was malfunction of the battery.